Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and was unable to duplicate the reported failure. The fe evaluated the instrument and no issues were noted. The fe ran splld tests and performed several runs. The instrument performed as expected. No repairs needed.